Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the day following the implant procedure, this right ventricular (rv) lead exhibited high, out of range pacing impedance measurement (>2500 ohms). The patient was seen the following day where the pacing impedance had returned to the implant measurement (700 ohms). However, loss of capture was noted from the rv lead. The physician elected to surgically explant and replace this rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.

Event description:
It was reported that on the day following the implant procedure, this right ventricular (rv) lead exhibited high, out of range pacing impedance measurement (>2500 ohms). The patient was seen the following day where the pacing impedance had returned to the implant measurement (700 ohms). However, loss of capture was noted from the rv lead. The physician elected to surgically explant and replace this rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was received for analysis.

Manufacturer narrative:
This report is being filed for additional information in b5, h6, and h10. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.